Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a loss of power and the controller display was black. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device analysis and investigation completion. Product event summary: the controller (B)(6) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Visual inspection revealed contamination on both power ports of the controller. This is an additional observation not related to the reported event and can likely be attributed to the handing of the device. Functional testing and visual evidence provided by the site revealed that the controller was unable to communicate with external batteries on power ports and the controller¿s front panel gas gauge light emitter diode (led) indicators did not illuminate while connected to batteries; however, the controller was still able to receive power from a power source. Functional testing and visual evidence provided by the site revealed that the controller was unable to properly communicate to a test monitor; log files were not available to download. During the data transfer attempt during bench testing between the controller and test monitor, the download was interrupted by a controller reset, resulting in all pixels were on with no information displayed on the controller display. Functional testing also revealed that the controller date/time on the controller display was incorrect and was unable to update. Internal inspection of the controller revealed a damaged diode on the communication line. Additionally, it was observed that the integrated circuit responsible for the communication between the controller and batteries was damaged. The damaged integrated circuit is connected to the real time clock circuit and may have caused the observed incorrect date/time during bench testing. Furthermore, the damaged integrated circuit is also connected to the main integrated chip responsible for the operations of the controller and may have caused the observed controller reset and inability to display information on the controller display. As a result, the reported display error was confirmed. The reported loss of power event could not be confirmed; however, it is likely the observed display error, controller reset, and inability to communicate with the external batteries were perceived as the reported loss of power event. The most likely root case of the reported event and observed incorrect date/time during bench testing can be attributed to a damaged integrated circuit. A possible root cause for the damaged diode and integrated circuit on the communication line can be attributed to a voltage spike on the communication pin of the connector. CAPA pr00465502 was opened to investigate this issue. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.